Event description:
Customer reported via phone call that he experienced high blood glucose over 600 mg/dl. The customer stated he had just received the insulin pump and it might not be delivering insulin. The customer stated he would contact the doctor for advise on the insulin doses. During troubleshooting it seemed like the customer did not complete the rewind process and when he pressed act he was at the end of the rewind process still filling the tubing. The customer was able to complete the rewind, prime and deliver a 10 unit bolus.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.